Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. The customer reloaded the cartridge to resolve the issue. Additionally, it was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.